Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see medwatch report # 3004209178-2015-75085.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that he was not receiving any insulin and had high blood glucose. The customer stated that the insulin pump did not alarm, however. The customer's blood glucose was 459 mg/dl. He believed that there may have been a delivery anomaly. The customer did not observe any significant events leading to the event. He did not exhibit any symptoms of high blood glucose. The customer stated that he forgot to fill the cannula dead space after removing the introducer needle. He stated that he did not program another prime after reconnecting and disconnecting, instead of doing a prime into the air. All settings were reportedly fine. The insulin pump passed the displacement test. He smelled insulin in the reservoir compartment. He reported misaligned o-rings. He was advised to discontinue use of the insulin pump and revert to a back-up plan. He was advised to replace the insulin pump and agreed to return the device for analysis.